Event description:
It is reported that a customer had blood glucose over 400 mg/dl. The customer states that she was going to call her health care provider for assistance. The customer declined assistance with trouble shooting and told the representative to call back another time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.